Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per (B)(6) study, one day post implant, device interrogation revealed a rv lead with high thresholds and failure of atrial sensing. Chest x-ray showed rv lead dislodgement. Patient was brought back to the ep lab one day post implant and underwent successful rv lead revision.